Event description:
It was reported that perforation and subsequent pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. Venous access was obtained and the transseptal crossing performed. The wire was in the left upper pulmonary vein and the double curve watchman access system (was) was advanced. A pigtail catheter was inserted into the was and the laa accessed. An appendagram was performed for final positioning of the was. A 24mm watchman laa closure device & delivery system (wds) was prepped. The pigtail was removed and the wds was advanced into the was, positioned and the assembly snapped together. A contrast injection was performed prior to deployment of the closure device. Contrast was entering the pericardial space indicating a perforation resulting in pericardial effusion had occurred. The device was deployed under cine by the physicians. During deployment, forward movement of the was/wds assembly was noted, possibly through the backwall of the appendage which likely exacerbated the initial effusion. The deployed device was left in place, attached to the core wire, while imaging was performed. The pericardial effusion was increasing so a pericardiocentesis was performed. The effusion was drained and auto-transfused back to the patient. Once the physician felt the patient was stable enough to continue, the deployed device was fully recaptured, the pigtail re-inserted and a new 24mm wds was advanced and deployed. The device was too proximal and was recaptured. The double curve (was) was then exchanged for a single curve was. The plan was to deep seat a 21mm closure device; however, the patient became unstable and the laac procedure was aborted. Autotransfusions from the pericardiocentesis catheter were performed, blood was ordered and the patient was put on pressors. At one point the patient fibrillated requiring chest compressions. A cardiothoracic surgeon performed a bedside pericardial window suctioning out the blood tamponading the heart. The patient was transferred to the operating room and surgery confirmed a perforation in the appendage. The laa was clipped off by the surgeon. Post surgery the patient was doing okay. It was later reported the patient was extubated and stable. No further patient complications were reported.